Manufacturer narrative:
Concomitant products: product ID: 5076-52 lead, implanted: (B)(6) 2016. Product ID: addr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency room due to nerve stimulation. The chest wall was pacing due to a dislodgement of both the right ventricular and atrial leads; the leads had pulled back into the superior vena cava. The leads were repositioned but dislodged again after the procedure. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.